Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had skin breakdown at the ins battery site. It was noted that the patient experienced issues with the battery site healing since its implant surgery on (B)(6) 2017. There were no known environmental/external/patient factors that may have led to the issue. It was believed the physician prescribed antibiotic treatment in the event. A surgical intervention was performed on (B)(6) 2018 where the eroded skin was excised, and the pocket was extensively washed with several antibiotic solutions. The battery pocket was enlarged slightly and a new ins battery was implanted. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.